Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon observed that the clips were not closed properly. A new device was used to finish the procedure. One device will be returning.

Manufacturer narrative:
Date sent 07/29/2008. Evaluation summary: the er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.